Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the issue could not be reproduced. Per follow up from technician, flow issues were not present. The arctic sun 6000 passed all performance testing, calibration, and electrical safety tests. The unit is ready for use. A risk review is not required as the reported issue is unconfirmed. A labeling review is not required as the reported issue is unconfirmed. A DHR is not required as the reported issue is unconfirmed. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated the patient was actively cooling for the last 36-40 hours. They were on shift last night with no issues, but since coming on shift device had been making loud growling/gargling noise. Day shift reports it had been making noise all day. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.4c, water flow rate (wfr) was 1 l/m. System diagnostics, outlet monitor temperature (t1) was 34.3c, outlet control temperature (t2) was 34.3c, inlet temperature (t3) was 34.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater command (hc) was 9, water reservoir level (wrl) was 4, system hours were 2799.2, pump hours were 2694.5. Nurse denied any alerts or alarms. Confirmed based on diagnostics, device was functioning appropriately. Advised once therapy complete send device to biomed for evaluation. Had nurse send video of noise to share with engineering. Sn (B)(6). Per additional information updated from ttm on 09may2025, biomed needs to speak with tech support about a stat that was making a growling noise. Biomed was assisting nurse in switching from one device to another (due to loud "growling") and would like to make sure they were doing it correctly. Switching from (B)(6). Walked through stopping therapy, emptying pads, disconnecting and reconnecting to new device. Confirmed temperature probe was plugged into pt1 port. Adjusted cooling duration to appropriate time left (19 hours) and confirmed the rewarm targeted temperature (tt) & rate were the same. Rn was able to resume therapy on new device. Biomed was taking device for troubleshooting. Suggested calling back with any other questions.

Event description:
It was reported that the nurse stated the patient was actively cooling for the last 36-40 hours. They were on shift last night with no issues, but since coming on shift device had been making loud growling/gargling noise. Day shift reports it had been making noise all day. Patient temperature (pt) was 33.5c, targeted temperature (tt) was 33.5c, water temperature (wt) was 34.4c, water flow rate (wfr) was 1 l/m. System diagnostics, outlet monitor temperature (t1) was 34.3c, outlet control temperature (t2) was 34.3c, inlet temperature (t3) was 34.1c, chiller temperature (t4) was 4.1c, water flow rate (wfr) was 1 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 33 percentage, mixing pump command (mpc) was 0, heater command (hc) was 9, water reservoir level (wrl) was 4, system hours were 2799.2, pump hours were 2694.5. Nurse denied any alerts or alarms. Confirmed based on diagnostics, device was functioning appropriately. Advised once therapy complete send device to biomed for evaluation. Had nurse send video of noise to share with engineering. Sn (B)(6). Per additional information updated from ttm on 09may2025, biomed needs to speak with tech support about a stat that was making a growling noise. Biomed was assisting nurse in switching from one device to another (due to loud "growling") and would like to make sure they were doing it correctly. Switching from (B)(6) to (B)(6). Walked through stopping therapy, emptying pads, disconnecting and reconnecting to new device. Confirmed temperature probe was plugged into pt1 port. Adjusted cooling duration to appropriate time left (19 hours) and confirmed the rewarm targeted temperature (tt) & rate were the same. Rn was able to resume therapy on new device. Biomed was taking device for troubleshooting. Suggested calling back with any other questions.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.